Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the ps2 power supply assembly and the fan. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an interlock failure message upon boot up. No patient injury was reported.